Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient experienced a rash or hives over the buttock and perineum starting the day after implant. The patient questioned whether stimulation from the device could be the cause, but was educated that stimulation would not typically cause a skin reaction that occurs only when the device is on. The patient turned stimulation off and reported that the rash went away, but it came back after stimulation was turned back on. The implanting physician prescribed antifungal medication and benadryl. The md also changed antibiotics and gave oral medication to treat the rash. The event is ongoing, and the patient is expected to fully recover.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. A DHR review could not be performed because the complaint lacked adequate information to perform a search. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of skin irritation and rash was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b5 statement. Block d4: lot number, serial number, and expiration date.

Event description:
It was reported that the patient experienced a rash or hives over the buttock and perineum starting the day after implant. The patient questioned whether stimulation from the device could be the cause, but was educated that stimulation would not typically cause a skin reaction that occurs only when the device is on. The patient turned stimulation off and reported that the rash went away, but it came back after stimulation was turned back on. The implanting physician prescribed antifungal medication and benadryl. The md also changed antibiotics and gave oral medication to treat the rash. The event is ongoing, and the patient is expected to fully recover. The clinical specialist assisted the patient in reactivating the stimulation device. The patient reported that their rash has completely healed, and there are no ongoing issues. The patient also had a follow-up appointment with the physician last week, during which no further complications were reported. The patient will return for any questions related to the stimulation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient experienced a rash or hives over the buttocks and perineum starting the day after implant. The patient questioned whether stimulation from the device could be the cause but was educated that stimulation would not typically cause a skin reaction that occurs only when the device is on. The patient turned the stimulation off and reported that the rash went away, but it came back after the stimulation was turned back on. The implanting physician prescribed antifungal medication and benadryl. The md also changed antibiotics and gave oral medication to treat the rash. The event is ongoing, and the patient is expected to fully recover. The clinical specialist assisted the patient in reactivating the stimulation device. The patient reported that their rash has completely healed, and there are no ongoing issues. The patient also had a follow-up appointment with the physician last week, during which no further complications were reported. The patient will return for any questions related to the stimulation.